Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient get shocked. Reported as exhausted therapy. Evidence suggests atrial fibrillation (af) that was conducted. This device was reprogrammed for therapy optimization. Sales representative to talk with physician. Remains in service. No additional adverse patient effects were reported.